Event description:
The account alleged that the trendelenberg is not functioning on the bed. No patient impact.

Manufacturer narrative:
The account adjusted the trendelenburg lever bolt to resolve the issue.